Event description:
It was reported that the tip of the wand had fallen off into the patient during surgery. Surgeon was unable to locate the tip until x-rays were performed. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with discoloration/contamination and scuff/scratch marks on the spacer and cap. Half of the screen is detached and not returned with the device. The insulation around the shaft is damaged and compromised. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation, the wand was plugged into a known good generator. The device was activated in saline solution at default and maximum settings and produces plasma on the remaining parts of the electrodes/screen. The suction tube was tested and performed as specified. The complaint was verified but the root cause could not be determined with confidence. These devices are not designed for prolonged ablation. Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. Factors of electrode wear include, but are not limited to (1) rate of ablation (2) power settings (3) prolonged use against dense or bony surfaces (4) suction rate and fluid management. There were no indications that would suggest that the device did not meet product specification upon release into distribution.